Manufacturer narrative:
The device involved in this adverse event is distributed outside the united states. However, it is similar to the united states product cypher sirolimus-eluting coronary stent. Any additional information will be submitted within 30 days of receipt.

Event description:
A review of information received from the registry indicates that this patient received a cypher sirolimus-eluting coronary stent in 2003; no additional information is available regarding this procedure. This stent restenosed and the target lesion was revascularized at registry index procedure with a 2.75x18mm cypher select plus stent.